Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The user facility in (B)(6) reported during surgery, the inner needle of cutter did not move. The foot switch was depressed several times, then the inner needle started to move. No patient injury reported.